Event description:
It was reported that the customer received multiple alarms on her insulin pump, including a motor error alarm. The customer's blood glucose was 7.9 mmol/l. She was unable to rewind the pump as the rewind was interrupted by the motor error alarm. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Nothing further was reported.